Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed as the lot number is unknown. Visual/microscopic inspection: as the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. Functional/performance evaluation: as the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the balloon snagged on the stent during retraction, therefore there was likely an interaction between the stent and balloon which frayed the fibers. It is unknown why the balloon snagged on the stent during retraction. It is unknown if patient and/or procedural issues contributed to the reported event. Based upon the available information, the definitive root cause could not be determined. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy and that no contrast is left in the balloon. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the cephalic vein, during the first inflation the pta balloon fibers allegedly began to fray and got caught on the stent, making it difficult to remove through the 6fr sheath. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.